Event description:
A physician reported a pt who was originally skin tested in 1991 with negative results, and has a multiple treatment history. On 10/4/1996, the pt was re-skin tested with negative results. On 3/13/1998, the pt was treated in the glabella. Upon examination on 3/16/1998, the physician noted a red, blistery, weepy, swollen, tender lesion in the treatment area, which had a brownish discharge and was approximately 2 inches in diameter. The physician believed that the symptoms were related to the collagen, and were possibly indicative of a hypersensitivity or an infection and prescribed oral duricef. On 3/17/1998, the pt was examined, and the physician noted that the symptoms of redness had improved, and that the area was no longer draining.